Event description:
It was reported that the patient experienced intermittencies and eventual loss of sound while using her cochlear implant. The patient has had several equipment changes; but, the issue has not resolved. The patient has been referred to the surgeon for device revision surgery.